Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, but the exact cause could not be determined. One photo sample of a microez microintroducer was provided for evaluation. Blood residue is present within the distal dilator tip. A section of the distal tip of the dilator sheath appears to be damaged and peeled back. The characteristics of the damaged surfaces could not be clearly inspected from the image provided. Based on the description of the reported event and photo provided, possible contributing factors include insertion technique and forceful advancement during insertion. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." H3 other text : evaluation findings are in section h.11

Event description:
It was reported the microintroducer frayed when attempted to advance it to the vein. A new kit was opened to get another microintroducer.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew1776 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew1776) have been reported from the same facility.

Event description:
It was reported the microintroducer frayed when attempted to advance it to the vein. A new kit was opened to get another microintroducer.